Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been peeing a lot and had pain down there. The patient stated that it was not the bladder because she already went to the doctor. The patient also confirmed that she was trying to use the stimulator and when she put it on to see a certain number she got power on reset (por). The patient mentioned that there was no fall or trauma reported and the patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.